Event description:
It was reported by the physician that the patient had an increase in seizures after the initial vns implant. The neurologist stated that vns has been a clear benefit for the patient. No additional relevant information has been received to date.

Event description:
Per the physician, the increase in seizures was due to dead battery; however, the generator was noted to be still stimulating and had not pulse disabled. The physician was not able to state if the increase was above or below pre-vns baseline. It was noted that no other factors contributed to the increase in seizures. No additional relevant information has been received to date.